Event description:
It was stated that the customer was hospitalized for high blood glucose levels and ketones. The customer changed the infusion set the day before being hospitalized. It was stated that the customer had been having high blood glucose levels since the infusion set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.